Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3, d6: estimated date g9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Werner n, puls m, baldus s, et all, "gender-related differences in patients undergoing transcatheter mitral valve interventions in clinical practice: 1-year results from the german trami registry", catheter cardiovacs interv. 2019;1-11

Event description:
This is filed for serious adverse events. This event was captured based on literature review of the article: "gender-related differences in patients undergoing transcatheter mitral valve interventions in clinical practice: 1-year results from the german trami registry", which identified mitraclip devices that may be related to major adverse cardiac and cerebrovascular events. Specific patient information is documented as unknown. Details are listed.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record could not be performed as the lot and part number was not provided. Based on the information reviewed, a definitive cause for reported adverse events could not be determined. The reported patient effects of stroke or transient ischemic attack, myocardial infarction(mi), mitral regurgitation(mr), dyspnea, hemorrhage,pericardial effusion, renal failure, mitral stenosis, heart failure as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action will be implemented in this case. Date of event : estimated date. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. MFR site - contact office first and last name.